Event description:
It was reported that this right ventricular (rv) lead was experienced high capture threshold measurements resulting in loss of capture. It was alleged that the rv lead had dislodged. The physician elected to explant and replace the rv lead to resolve the event. The patient was stable with no additional adverse consequences. The rv lead is expected for analysis, but has not yet been received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Furthermore, the lead passed electrical and continuity testing. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead was experienced high capture threshold measurements resulting in loss of capture. It was alleged that the rv lead had dislodged. The physician elected to explant and replace the rv lead to resolve the event. The patient was stable with no additional adverse consequences. The rv lead was subsequently returned for analysis..